Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an inoperable display on an ilet pump after the device was likely subjected to inadvertent physical pressure while on vacation, resulting in inability to read the screen and necessitating shutdown and replacement; blood glucose was reportedly 120 mg/dl and not impacted. Symptoms included no adverse physiological effects. Outcomes included no clinical intervention, no hospitalization, and continued diabetes management using cgm and the replacement device after standard startup. Investigation included review of use history, troubleshooting guidance, and return-and-replace for evaluation with data backup via the mobile app. Investigation of this case revealed a damaged or nonfunctional user interface/display consistent with physical damage to the device enclosure or screen, with no evidence of alarm or therapy malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage unrelated to device manufacturing or design.